Event description:
The patient is an elderly female who was found to have extensive 3-vessel coronary artery disease (cad). She was considered high risk for surgery and after medical management of her cad failed she underwent percutaneous cornary intervention (pci) of the left circumflex artery. Heavy calcification was present in the artery and rotational atherectomy with a 1.25mm rotablator burr was performed using 5 passes at a rotational speed up to 180,000 rpm over an eccentric plaque. During the final polishing run, the burr perforated the left circumflex artery and a balloon was inserted to tamponade the leaking vessel. It was then found that the rotawire coronary guidewire, over which the atherectomy burr was placed, had fractured and approximately 10cm of the distal portion of the guidewire remained lodged in the proximal circumflex artery. Attempts were made to snare the wire fragment but were unsuccessful. It was then noted that thrombus was accumulating on the wire and balloons despite therapeutic anticoagulation levels. Poor flow was noted through the left circumflex and obtuse marginal branch. The patient's condition deteriorated rapidly and she was unable to be resuscitated.